Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, d10, h6 (health effect ¿ clinical code, health effect ¿ impact codes).

Event description:
It was reported that during battery maintenance test, cardioave intra-aortic balloon pump (iabp) had a failed battery maintenance. There was no patients involvement.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h11. Corrected fields: h6 ( investigation findings,investigation conclusion).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings,investigation conclusion), h11 a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced battery, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.

Event description:
It was reported that cardioave intra-aortic balloon pump (iabp) had a failed battery maintenance.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.